Event description:
It was reported to resmed corp that an astral device failed to pass its internal self test. There are no pt injury reported as a result of this incident. MFR # 3004604967-2015-00294.